Event description:
During a humerus fracture fixation surgery, a drill bit broke inside of the drill guide.

Manufacturer narrative:
During a pantera shoulder surgery, the 2.5mm x 110mm drill bit seized inside the 2.5/3.5mm drill guide (i.e. Tissue protector) and broke inside the guide cannula. A 21mm length of the end of the drill bit is protruding from the end of the drill guide, and the drill bit cutting surfaces are visibly damaged. The drill bit tip is extremely dull and shows signs of excessive use. The drill bit cutting surfaces have been damaged by a sharp metallic object. The tip of the drill bit protruding from the guide is visibly bent.